Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was not used. The physician continued to use the second ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned for analysis. Electrical testing and visual inspection were normal with no anomalies found with the exception of procedural damage.